Event description:
The patient reported that via remote monitor reports, far field r-wave (ffrw) was noted on the right atrial (ra) lead. The lead remains in use. T-wave oversensing (twos) was also reported on the right ventricular (rv) lead. According to manufacturer records, two rv leads were in use. One rv lead has since been inactivated due to unspecified reasons. The patient also commented on having issues with rate response and a fast heart rate with certain activities. The implantable cardioverter defibrillator (ICD) has since been explanted and replaced for unrelated reasons. Further clarifying information was unavailable. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5568-53 lead, implanted on: (B)(6) 2000. (B)(4).